Event description:
It was reported that during the study procedure, a vessel perforation occurred and extravasation was seeing during the case. The vessel perforation was resolved with medical management (unknown type of treatment). At approximately 24 hours post procedure the patient was assessed having a nihss of 8. The patient was discharged approximately 7 days post the index procedure having a nihss of 11 with a modified ranquin scale (mrs) of 4. The physician indicated that during the procedure there was no extravasation after the first stent retrievers pass, and that the extravasation was seeing on the microcatheter run before deploying the retriever a second time. Therefore, the physician could not directly link the extravasation to the retriever device. The physician attributed the vessel perforation and extravasation to the procedure and not the retriever. The patient¿s outcome was not affected by the small amount of extravasation into the infarcted territory but rather by the stroke itself that was not prevented as the occluded intended area of treatment could not be opened. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, perforation and intracranial hemorrhage are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the study procedure, a vessel perforation occurred and extravasation was seeing during the case. The vessel perforation was resolved with medical management (unknown type of treatment). At approximately 24 hours post procedure the patient was assessed having a nihss of 8. The patient was discharged approximately 7 days post the index procedure having a nihss of 11 with a modified ranquin scale (mrs) of 4. The physician indicated that during the procedure there was no extravasation after the first stent retrievers pass, and that the extravasation was seeing on the microcatheter run before deploying the retriever a second time. Therefore, the physician could not directly link the extravasation to the retriever device. The physician attributed the vessel perforation and extravasation to the procedure and not the retriever. The patient¿s outcome was not affected by the small amount of extravasation into the infarcted territory but rather by the stroke itself that was not prevented as the occluded intended area of treatment could not be opened. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the study procedure, a vessel perforation occurred. The vessel perforation was resolved with medical management (unknown type of treatment). At approximately 24 hours post procedure the patient was assessed having a nihss of 8. The patient was discharged approximately 7 days post the index procedure having a nihss of 11 with a modified ranquin scale (mrs) of 4. The physician indicated that the vessel perforation was not related to the retriever device but to the procedure. No further information is available.